Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited noise on the rate/sense and potentially on the shock channels. Multiple lead impedance measurements of greater than 3000 ohms have been recorded. Noise is easily reproducible with arm movements.